Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that a first set of defibrillation electrodes did not functional properly with their device. The customer advised that they were able to get an initial rhythm but then nothing displayed for the ECG. A second set of defibrillation electrode were used. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The patient did not survive, however the customer confirmed the device use did not cause a negative impact to the patient outcome.

Manufacturer narrative:
Stryker downloaded and evaluated the electronic records from the customer's device and was unable confirm the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that a first set of defibrillation electrodes did not functional properly with their device. The customer advised that they were able to get an initial rhythm but then nothing displayed for the ECG. A second set of defibrillation electrode were used. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The patient did not survive, however the customer confirmed the device use did not cause a negative impact to the patient outcome.